Manufacturer narrative:
The investigation is complete, executive summary has been updated to reflect investigation reuslts. Section h codes have been corrected to reflect that the injuries sustained were minor.

Event description:
It was reported that the while attempting to raise the cot with a patient on it, the legs did not deploy (cot height cannot be adjusted). Upon evaluation, there were no defects with the unit related to the alleged issue. It was further reported that one caregiver sustained a back strain, which was evaluated at the ER but no prescription treatment was applied. The other caregiver reportedly sustained a foot injury, however, no prescription medical treatment was reported for that injury either.

Event description:
It was reported that the while attempting to raise the cot with a patient on it, the legs did not deploy (cot height cannot be adjusted). It was further reported that as a result, 1 user received a back injury and another user received a foot injury. Attempts are being made to gather additional injury/treatment details from the user facility.